Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No moisture damage on electronics and motor noted. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons were not responding and the insulin pump alarmed button error. The customer was at the beach and was sitting for dinner when the alarm occurred. Blood glucose value was 130 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.